Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2018, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the cause of the inability to aspirate the catheter was unknown. It was reported that the device would be returned. No further complications were anticipated/reported.

Manufacturer narrative:
(B)(4). Implanted: (B)(6) 2005 explanted: (B)(6) 2018 product type catheter product ID 8596sc lot# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2018 product type catheter. Analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing, and a stall in the geat train due to the gear pinion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Refers to the main device, other components include: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2018, product type catheter. Product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was rece iving 12.5/ml of morphine at 0.6 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2018, it was reported that, during a normal pump replacement procedure, the patient's hcp could not aspirate from the catheter during a catheter access study. The patient reportedly also wanted pain coverage in a different location. Additionally, the hcp has a standard practice of changing out the catheter with every other pump change. As a result, the patient's catheter was replaced as well. No environmental/external/patient factors were reported that might have led or contributed to the issue. The patient's status was listed as "alive, no injury". The issue was considered resolved at the time of the report. No further complications were reported.